Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose for the past five days. The customer's blood glucose was over 300 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer had an air bubble in the tubing, close to the reservoir. It was also found the customer had a no delivery alarm in the alarm history. The customer was also advised the insulin pump was working as designed. Customer was advised to change out their entire infusion set, reservoir, and insulin. The reservoir will not be returned for analysis.